Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. The proximal clevis was dislodged from the main tube as a result of the breakage. Both the proximal clevis and the main tube were missing pieces. As indicated in the case notes, all visible broken pieces were successfully retrieved. The case notes also indicate that the surgeon collided the instrument with another instrument, thus causing the instrument breakage. Based on this info, it was determined that user error caused the event.

Event description:
It was reported that during the surgical procedure, the surgeon collided the prograsp forceps instrument with another instrument. As a result, the instrument tip snapped and the proximal clevis shattered and pieces fell inside of the pt. All visible pieces were removed and the planned surgical procedure was completed using a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.